Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2024, the patient experienced symptoms of diabetic ketoacidosis (no diagnosed nor confirmed by an hcp) vomiting, feeling dizzy and feeling hotness. The patient had a doctor¿s appointment on the same day and the doctor treated the patient with intravenous insulin and the patient stabilized after the treatment. After the appointment he was advised to go home and was not admitted. Although the cgm was reported inaccurate, the patient was unable to recall any cgm or bg values. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.